Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited [event]. There was no patient involvement.

Manufacturer narrative:
This supplemental MDR is being submitted in order to provide a correction to b5 of the previously submitted MDR. B5 (correction): no additional information reported from the customer.

Event description:
This supplemental MDR is being submitted in order to provide a correction to b5 of the previously submitted MDR. B5 (correction): no additional information reported from the customer.

Event description:
It was reported that the subject device exhibited ceramic tip is broken.. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.